Event description:
It was reported that the physician couldn't push the biosentry through the coaxial adaptor. No patient harm reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The suspect device was not returned for evaluation., therefore, the complaint could not be confirmed and the root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. Nonconformances of this nature are monitored by the operation team.